Event description:
The user facility reported to baxter that the device failed to alarm the downstream occlusion test as expected. This incident occurred during incoming bio-medical inspection testing. There was no patient involvement.

Manufacturer narrative:
Baxter's evaluation concluded that the reported condition, failure to alarm downstream occlusion test, was unable to be confirmed as the device was tested and found to perform within specification. The pump's pressure/down stream occlusion recorder was 28.6psi and the recommended specification is 22 +/- 10 psi. The device was tested per procedure and released for clinical use to the customer on 02/03/2008.